Event description:
The patient suffered a cerebrovascular accident approximately 33 months post index procedure. The patient was hospitalized due to the event and recovered. The relationship between the event and the study device was not assessed.

Event description:
A 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the prox lad of a pt with no issues reported; however, it was reported that the pt presented with symptoms of gi bleeding 10 days post implant of the relevant stent. Blood transfusion was required. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: gi bleed.

Manufacturer narrative:
Results, conclusion: cva/stroke. (B)(4). Event date month and year valid.

Event description:
Investigator assessed the previously reported cva which occurred approximately 33 months post index procedure as not related to the study device. The patient was on dapt at the time of previously reported gi bleed approximately 10 days post index procedure.